Event description:
It was reported that this left ventricular (lv) lead was programmed or turned therapy off. Boston scientific technical services (ts) referred the patient to cardiologist for further inquiry. Additional information from the field indicated that this lv lead exhibited high threshold with narrow underlying complex. Multiple follow up evaluations. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was programmed or turned therapy off. Boston scientific technical services (ts) referred the patient to cardiologist for further inquiry. As of this time, this lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was programmed or turned therapy off. Boston scientific technical services (ts) referred the patient to cardiologist for further inquiry. Additional information from the field indicated that this lv lead exhibited high threshold with narrow underlying complex. Multiple follow up evaluations. As of this time, this lv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that the third lead was turned off with unknown reason. A change of physician occurred, and the third lead was turned back on. Despite this, the patient reported significant physical limitations and difficulty breathing after pacemaker reprogramming. The lv lead has been reprogrammed multiple times, and there was a period when the patient felt energetic and well. However, the patient stated that the new system does not provide the same response as the first system. Ts explained the device pacing, lv lead position, and various programming methods. The patient was then referred back to the cardiologist to discuss symptoms and lv lead programming.

Manufacturer narrative:
This report is being submitted to correct the b5: describe event or problem; and h6: patient codes.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem (b5) in section b, device codes (f10) in section f and device codes (h6) in section h.

Event description:
It was reported that this left ventricular (lv) lead was programmed or turned therapy off. Boston scientific technical services (ts) referred the patient to cardiologist for further inquiry. Additional information from the field indicated that this lv lead exhibited high threshold with narrow underlying complex. Multiple follow up evaluations. As of this time, this lv lead remains in service. No additional adverse patient effects were reported. Additional information was received indicating that after the third lead was turned off with unknown reason, the patient had difficulty breathing. A change of physician occurred, and the third lead was turned back on. Despite this, the patient remained an invalid and was unable to be active. The lv lead has been reprogrammed multiple times, and there was a period when the patient felt energetic and well. However, the patient stated that the new system does not provide the same response as the first system. Ts explained the device pacing, lv lead position, and various programming methods. The patient was then referred back to the cardiologist to discuss symptoms and lv lead programming.